Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that a patient developed a bleeding irritation on his back under the vibration box. Follow up indicated that the patient saw his physician, but the physician recommended the patient to keep wearing the device and did not prescribe anything. The patient indicated that there was no improvement in the area. The medical outcome is unknown.